Event description:
Information was received from a patient receiving intrathecal hydromorphone and fentanyl (all unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient stated that when they first got the pump in, the pump went in and they had no problems with their right side but it went to their spine and their spine leaked fluid. The surgeon and the health care provider (hcp) had to follow up on it and the patient saw them weekly after the surgery and just stopped going in weekly last week. The patient stated the hcp put them on 5 different antibiotics and it stopped dripping a few months ago since it was on (B)(6). The patient stated that it didn't seem to hurt like the other 2 places they had. The patient stated there was a space - some kind of hole left in spinal cord from surgery for the catheter. The surgeon said it was hard to get the catheter in there because the other 2 surgeons' didn't replace the catheters when replacing the pump, which caused fossilation in there and difficulties getting it out. The patient stated that the surgeon didn't want to rip it (catheter) or mess it up. They said the surgeon changed it (catheter), but the patient didn't know if he did or not. The patient stated that their pump stuck out like a sore thumb and they didn't put in a pocket. The patient then stated a catheter dye study was done a few days after the replacement surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted:(B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was receiving dilaudid (hydromorphone) (cannot be obtained; not documented at cannot be obtained; not documented) via an implantable pump for unknown indications for use. It was reported that the catheter incision was leaking fluid through the scar. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action: dye study was ordered. The medical history was asked but unknown at this time. The patient status was alive but no injury. The issue was not resolved.

Event description:
Additional information was received from a company representative (rep) and it was reported the cause of the incision leaking was unknown at this point. The area in question was now scabbed over and dripping less. The physician was monitoring the area and had the patient on antibiotics. The incision was being monitored. The fluid was still leaking, but the leaking has slowed. The physician was monitoring the site. Additional information was received from a company representative (rep) on 2024-06-21 and it was reported the cause of the catheter incision leaking fluid through the scar was unknown at this point. A catheter dye study was to be scheduled (date unknown). The event status was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.